Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported a left-side capsular contraction baker grade IV. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9 , h.3 , h.6. Device evaluation: visual analysis of the returned device identified: creases fold, overweight and opening in the anterior. A microscopic analysis was performed which identify two striated opening in the anterior, non-penetrating nick. Based on the device analysis the final assessment is: two striated opening in the anterior side assessed as surgical damage. Non-penetrating nick.

Event description:
Healthcare professional reported a left-side capsular contraction baker grade IV. Device explanted.